Event description:
It was reported that the stenoscope system would not fluoro. No pt injury was reported.

Manufacturer narrative:
A ge service rep performed an on site investigation. The mainframe boards were re-seated. The x-ray tube wiring connector was repaired during the service call. The system was tested and found to be working as intended, and put back into service.